Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 7070791.

Event description:
It was reported that the spinal cord stimulation patient experienced pocket pain and inadequate stimulation following a non-device related fall. An x-ray revealed that the lead is anterior now and the ipg has turned horizontally. The patients device was reprogrammed, however, the reported issues persisted. The patient underwent a revision procedure where the lead was explanted and replaced per physician preference and the ipg was repositioned. The patient was doing well postoperatively and obtained full stimulation coverage.

Manufacturer narrative:
The ipg sc-1200 was not returned to boston scientific for analysis as it remains implanted. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Returned lead sc-2408-74 sn: (B)(6) was analyzed and passed all test performed. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, migration is noted within the IFU as a potential risk associated with the use of the device.

Event description:
It was reported that the spinal cord stimulation patient experienced pocket pain and inadequate stimulation following a non-device related fall. An x-ray revealed that the lead is anterior now and the ipg has turned horizontally. The patients device was reprogrammed, however, the reported issues persisted. The patient underwent a revision procedure where the lead was explanted and replaced per physician preference and the ipg was repositioned. The patient was doing well postoperatively and obtained full stimulation coverage.